Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type 3b endoleak (of the distal bifurcated stent graft) and secondary endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest buckling of the distal bifurcated stent graft and sac growth (of 9.9mm) occurred that were not included in the event as reported. These findings were discovered during an examination of the 32-month post CT (computed tomography) scan. The most likely causation for the reported event is anatomy-related due to the proximal angulation (of 63 degrees), in combination with the distal left common iliac-to-bifurcation angulation (of 76 degrees). Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was reported as being in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5 describe event or problem . G3 awareness date .. H6 investigation finding codes; remove 3233. H6 investigation finding codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and afx vela suprarenal proximal extension. Approximately two (2) years post initial procedure, the patient presented during a routine follow-up with a type 3b endoleak. A re-intervention was done and the physician elected to treat the patient by relining with a (non endologix device) aorto uni-iliac stent graft and performing a fem-fem bypass. The final patient status was reported as being good. Additional information received per clinical assessment indicating buckling of the bifurcated stent graft and significant aneurysm sac growth also occurred at the time of the reported event.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and afx vela suprarenal proximal extension. Approximately two (2) years post initial procedure, the patient presented during a routine follow-up with a type 3b endoleak. A re-intervention was done and the physician elected to treat the patient by relining with a (non endologix device) aorto uni-iliac stent graft and performing a fem-fem bypass. The final patient status was reported as being good.